Event description:
Device 2 of 2. Reference MFR report # 1627487-2013-00589. The pt (B)(6) was implanted with two percutaneous leads from different lots for purposes of a trial. During the procedure, it was reported the physician experienced difficulty implanting the leads due the pt's anatomy but was eventually able to do so. Following the surgery, the pt reportedly experienced pain in her left leg. Postoperative programming produced stimulation for the pt; however, the pain persisted. The physician elected to explant both leads and after which the pt's pain began to subside. The pt reportedly still feels a level of discomfort.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.